Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient said their current ins only lasted one year and 8 months and now they needed another battery. The patient wanted to know how much time they had. The patient stated they know their settings were really high and it was the 3rd replacement. The patient said that they were having terrible side effects this time and their arm went into spasms. The patient said they just had shoulder surgery replacement on that side. Further clarification revealed that they had pain in their shoulder which they had for years starting after the implant, but they didn¿t know the date. The patient stated that the hcp turned it up last month, it immediately started to spasm, and it was really bad. The patient stated their shoulder replacement was on (B)(6) 2018. The patient said they could not turn off their ins due to their arthritis in their hands and the anesthesiologist wouldn¿t touch the device, so they called the rep to walk through how to turn off the device. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that what led to the muscle spasms were changes in device programming. They stated the doctor kept increasing the settings to decrease the muscle spasms, but it actually increased the muscle spasms. The unit was replaced on (B)(6) 2018. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that what led to the muscle spasms were changes in device programming. They stated the doctor kept increasing the settings to decrease the muscle spasms, but it actually increased the muscle spasms. The unit was replaced on (B)(6) 2018. It was stated that the issue had not been resolved yet. There were no further complications reported.